Event description:
The user facility reported that a when an employee opened the cart washer door after a cycle ended, a cloud of steam rolled out and initiated the fire sprinkler system. The floor and sterilized equipment were wet and the fire department was dispatched. All instruments exposed to water were reprocessed. No injuries were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found the heat exchanger was leaking steam. The technician replaced the heat exchanger drying box. The device was tested, confirmed operational and returned to service.